Event description:
It was reported that multiple auto mode switch episodes due to far field r-wave oversensing were observed. Programming changes were made. The episodes were from february and the diagnostics had not been cleared and were still visible. The reprogramming in february resolved the issue and there were no further episodes afterward. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.